Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify no excessive no delivery or occlusion alarm due to completely broken reservoir tube lip. Pump received with cracked case. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had cracks on casing and unexplained no insulin delivery alarms. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.